Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, including the patient outcome due to septic shock, could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The heartmate ii lvas IFU lists sepsis, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Previous bleeding events are reported in MFR. Report # 2916596-2015-00470. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed (gib) and an abdominal mass. Two (2) exploratory laparoscopies were performed within the 2 weeks prior to death. Patient expired from septic shock on (B)(6) 2020. Patient was (B)(6)-year-old male with end-stage nonischemic cardiomyopathy status. Heartmate ii lvad was implanted as destination therapy in 2014. Patient had extensive history of gastrointestinal (gi) bleeds with arteriovenous malformations (avms) and ventricular tachycardia (vt) on antiarrhythmics status following implantable cardioverter defibrillator (ICD) placement. Patient was recently found to have a gastrointestinal (gi) mass and underwent upper esophagogastroduodenoscopy (egd) and endoscopic retrograde cholangiopancreatography (ercp) with biopsy and stent placement on (B)(6) 2020. Biopsy was consistent with benign tubular adenoma. However, due to the size of the mass, there was concern for invasive adenocarcinoma. On (B)(6) 2020, the patient was admitted prior to scheduled surgery due to increased lightheadedness, shortness of breath (dyspnea) and weakness, as well as decreased hemoglobin levels. On (B)(6) 2020, the patient underwent egd with no active bleeding noted. On (B)(6) 2020, the patient underwent exploratory laparotomy, transduodenal ampullectomy, cholecystectomy, liver biopsy, j-tube placement, sphincteroplasty, and biliary stent placement. Patient remained in the cardiovascular intensive care unit (cvicu). He later developed aspiration pneumonitis after emesis. Patient continued on airvo humidification system with waxing and waning requirements complicated by encephalopathy. On (B)(6) 2020, he developed large-volume emesis with rapidly developed hypotension and abdominal pain. He was then transferred to the operating room (or). His ischemic bowel was resected with re-anastomoses and the abdomen was left open. Patient continued to be coagulopathic, requiring transfusions and initiation of total parenteral nutrition (tpn) for nutrition. Nasogastric (ng) tube output continued to be bloody in nature. On (B)(6) 2020, the patient underwent exploratory laparotomy washout and abdominal closure with vacuum assisted closure (vac) placement. In the days that followed, the patient continued to have ongoing bloody ng tube output. Repeat egd revealed gastroesophageal (ge) junction ulcer and large blood content in the stomach. It was also noted that the patient was developing increasing bilirubin and transaminitis. On (B)(6) 2020, the patient continued to have escalation of vasopressor support, worsening acidosis, and intermittent vt requiring frequent bolusing of amiodarone. A second ercp was completed showing evidence of cholangitis and a metal stent was placed. Patient then went to interventional radiology (ir) for gastroduodenal artery (gda) embolization. Patient remained intubated and sedated on high vasopressor support with ongoing anemia associated with continued ng tube output. On (B)(6) 2020 ongoing family discussions regarding goals of care resulted in the request for proceeding with withdrawal of care and comfort measures, as the patient¿s current status was not something he would wish to proceed with. Current state of health included worsening septic shock, continued gi bleed, and worsening acidosis despite mechanical ventilation inotropes and vasopressor support. Comfort care order set was placed and discontinued at 12:25 pm. Patient entered vt and became immediately hypotensive. Patient returned to a paced rhythm with slow downtrend of mean arterial pressure (map) with intermittent pulsatility. Patient later proceeded to asystole. Time of death was 12:35 pm. Family remained at bedside during this time. Cause of death was septic shock. Death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation. The customer was unable to obtain the dates of all admissions due to gastrointestinal bleeds. The customer was also unable to obtain information regarding evidence of bacteremia or culture findings supporting the cause of death as septic shock.